Event description:
It was reported that the IV-set p 150 cm pvc l-l leaked through the ventilation during use after spiking, but before connecting it to the patient. The following information was provided by the initial reporter, translated from german to english: "ventilation leaking. The fluid comes out through the ventilation. The leakage was notice shortly after spiking, before it was connected to the patient. The affected set could be picked up."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1013057 d.4. Medical device expiration date: n/a h.4. Device manufacture date: n/a d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 h.6. Investigation:DHR of lot 1013057 has been reviewed and no ncr reported during production that would explain customer issue. Two samples received for investigation one in decontamination bag opened and one unused and unopened in original packaging samples have been visually examined and no issues were noticed with the samples. After visual inspection samples have been tested for functionality to replicate the user error, this was unsuccessful, samples have passed the testing without any issues. In order to achieve leakage through the ventilation, back pressure needs to be crated that will push the liquid up the IV set. User error would be the cause of the issue. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV-set p 150 cm pvc l-l leaked through the ventilation during use after spiking, but before connecting it to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "ventilation leaking. The fluid comes out through the ventilation. The leakage was notice shortly after spiking, before it was connected to the patient. The affected set could be picked up."